Event description:
A physician reported that tip of the cutter was found broken during vitrectomy surgery. The surgery was completed after a new replacement was used and to remove the probe fragment from the eye, intraocular forceps was used, a wound was created using a twenty gv lance and a twenty two point five degree knife. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle broken at the port. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Three photos attached to the parent complaint were reviewed by the investigation site. Photos one and three showed two silver items each, on both photos the item on top appeared to be a probe needle with a crack at the tip end of the needle and photo two was showed what appears probe needle with damage and material hanging at the end. A video returned within a universal serial bus (usb) memory was reviewed. The video appears from an eye surgery, at the minute thirteen and two seconds, what appears to be probe is introduce into eye and at the minute thirty-four and five second shows the tip broken at the port, the video indicates the probe was used for approximately twenty-one minutes. The complaint evaluation confirm the probe needle is broken at the port. The root cause for the broken probe needle is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken by the manufacturing site as it appears that the observed broken probe tip was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).